Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air in the set) on the home choice (hc) machine during dwell 3 of 4. The home patient (hp) was connected at the time of the alarm and the cause of the alarm was undetermined. The hp was advised to report the alarms to the nurse the next morning and would finish that night's therapy manually. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was discarded.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).